Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the physician had difficulty inserting the left ventricular lead. The physician then attempted to use the lead with various insertion tool; however, this did not resolve the issue. The procedure was completed using a different lead. The patient was stable.

Manufacturer narrative:
Product not returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.